Event description:
It was reported that during an infusion, the screws came out of the three pump carrier that the pump was located on. The customer stated that wires touched creating a spark and black smoke. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.